Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse replaced the glucose module, glucose reagent and straw, and the modular chemistry sample probe tubing. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported to beckman coulter inc. That the unicel dxc 800 synchron system generated one (1) false high modular glucose (glum) result. The result was reported out of the laboratory. The customer performed a precision run on which yielded unacceptable recovery; accordingly, the customer repeated the sample. An amended report was issued. There were no changes to the patients' care or treatment. The customer advised that the quality control run after the event was not acceptable. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.